Event description:
On 5/3/96, pt received a cryopreserved aortic allograft valve. On 5/18/96, he was re-admitted with c/o fever; nausea; abdominal tenderness. Cultures were positive for c. Albicans; a transesophageal echo (tee) was initially negative for endocarditis. On 5/26/96, a repeat tee confirmed endocarditis in the vicinity of the aortic graft. On 5/27/96, the infected valve was replaced. Post-op cultures of the valve were positive for c. Albicans. The pt improved and was discharged 16 days after admission. Cryolyfe subsequently advised hosp that at the time of harvesting, cultures were positive for c. Albicans. Following soaking persuant to their protocol, the valve was re-cultured and was negative.